Event description:
The initial reporter received questionable elecsys estradiol iii assay results for two patients tested on a cobas e411 disk. It was unknown if the initial results were reported outside the laboratory. The customer performed repeat testing with the samples. Reportedly four months ago, the specific date was unknown, patient 1's initial estradiol result was <5 pg/ml with a data flag. The customer repeated the patient's sample and the estradiol result was >200 pg/ml. On (B)(6) 2022, patient 2's initial estradiol result was >3000 pg/ml with a data flag. The customer performed dilution testing with the patient's sample and the diluted result was 2591 pg/ml. The customer believed the diluted result should be closer to 3000 pg/ml and repeated the diluted sample on a different analyzer and the estradiol result was 2569 pg/ml. The customer repeated the undiluted sample on the different analyzer and the estradiol result was >3000 pg/ml with a data flag. The estradiol reagent lot number was 590311 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and found the results on (B)(6) 2022 were acceptable. The field applications specialist provided customer education regarding product handling and the measuring range. The customer did not report any further issues. Based on the provided information, the investigation determined the actions by the field applications specialist resolved the issue.